Manufacturer narrative:
If implanted; give date: not applicable. The cartridge is not an implantable device. If explanted; give date: not applicable. The cartridge is not an implantable device. Initial reporter telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a bend at the cartridge tip while trying to insert the intraocular lens (iol). Account indicated that the cartridge tip was in contact with the eye. No further information is available. This is report 1 of 2 as the customer reported a total of two cartridges with the same issue. A separate report is being submitted for each of the cartridges.